Event description:
Ecri report of findings attached. Ecri institute has completed its investigation of boston scientific trapezoid rx lithotripsy basket that broke during the treatment of pt at medical center in late 2007. On the same day, pt underwent an endoscopic retrograde choleopancreatogram (ercp) which revealed a 1 cm gall stone in the mid-portion of the common bile duct. A sphincterotomy was performed to enlarge the ampulla opening. A balloon catheter was inserted into the duct passed the stone, its balloon was then inflated and the catheter withdrawn. However, the inflated balloon failed to drag out the stone. The trapezoid rx lithotripsy basket was used to capture the stone, but the stone could not be pulled out. A "tts" lithotripter handle was applied to the basket wire and force was applied to crush the stone, but the wire broke outside of the patient near the handle. A soehendra lithotripter (not a through-the-scope device) was applied over the remaining wire and advanced to the stone under fluoroscopic guidance. When the handle was tightened, the wire broke outside of the patient again near his mouth. At this point, it was decided to perform an exploratory laparotomy to remove the basket and stone. We note that, although the record refers to broken "wires," it was actually the single strand (i.e., not braided or multistranded) proximal shaft wire of the basket system that broke. The basket and stone within was found impacted in the common bile duct. In order to remove the basket and stone, the surgeon opened the duodenum and cut the four, multi-stranded wires near the basket so that the remaining proximal part of the basket system could be withdrawn via the patient's mouth. Then, the basket portion with the stone was removed by further enlargement of the ampulla via a duodenotomy. Two, 1 cm-sized stones were recovered, one of which was in the basket. Photographs were taken. Without benefit of cleaning, the basket section was placed on clean plastic-coated paper and examined. All four of the basket wires are intact and appeared to be united in the distal tip. Adherent tissue at the tip precluded examination of the wire-tip union. The four basket wires had some deformation indicative of having been tightened against a stone. All four basket wires appeared to have been cut or broken, equidistant, about 10 cm proximal from the basket collar. The total length of the basket section was 15 cm. The basket wires measured 0.0147 inch in diameter. (Note: we are referring to the basket as having four "wires" because it is the common vernacular for this technology. However, each "wire" is actually a cable comprised of three twisted wire strands.) The shaft wire section of the device was 71.3 cm. The remaining shaft wire, a single stranded wire, measured 55 cm long and 0.020 inch in diameter. All four basket wires appeared to have been cut or broken, equidistant, about 15.4 cm distal to the metal union where the shaft wire is connected to the basket wires. The basket wires of this section were also 0.0147 inch in diameter. To perform the microscopic inspection, it was necessary to clean the incident components. The microscopic morphology of the basket wires is clearly consistent with the wires having been cut. Photomicrographs 1 and 2 are representative of the microscopic appearance of the failure surfaces. There is substantial directional smearing of the metal caused by a shearing instrument, such as scissors. The failure morphology of the shaft wire is clearly consistent with tensile failure. One feature indicative of tensile failure is the local "necking" at the failure. Necking is a term used to describe a reduction in the diameter of the wire. Another feature is the absence of metal smearing, but rather avulsion of the metal material. The basket wires at the insertion point into the distal tip is mushroom-shaped and has a tubular "stalk" into which the basket wires are inserted and held in place. (Although we do not know for certain how the wires are held in place in the tip, we suspect that the tubular stalk of the tip is crimped onto the wire.) Notably, the rim of the tube is no longer cylindrical. It now has four indentations corresponding to where each wire has been pulled against the rim. For this to occur, the wires have to be pulled against the rim almost perpendicular to the long axis of the tip. This is indicative of the basket having been very forcefully tightened against a stone. A search of the maude database using the character string "trapezoid rx" identified 140 records extending from the present back to 2002. Because a few of the records were duplicates, the 140 records do not represent 140 individual occurrences. Although an exact tally was not made, the complaints fell into three main categories: basket tip disengagement, failure of the basket tip to disengage leading to wire breakage and basket handle breakage. Conclusions: ecri institute concludes that the trapezoid rx lithotripsy basket used to treat pt failed to function as intended by the manufacturer. The basket tip failed to disengage from the basket wires during application of significant force to the basket wires in the tip. It remains unclear at this time if that resulted from a tip that was too tightly affixed to the basket wires or from an undersized, insufficiently strong shaft wire. Dates of use: late 2007. Diagnosis or reason for use: ercp.